Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leaking from site on (B)(6) 2024. The set was in use for one day. The insertion site was at abdomen. No further information available.